Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d10. H3, h4, h6: device history lot, part # 314.05, synthes lot # 4700447, supplier lot # na, release to warehouse date: 23 feb 2003, manufactured by synthes brandywine. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary complaint summary: it was reported on an unknown date, during a routine inspection at the lyndhurst field stocking location (fsl), the cannulated hexagonal screwdriver was found to be broken. The part was removed from the loaner set and it is available for further review. There was no patient involvement. Flow: damaged: visual (appearance not as expected). Visual inspection: the cannulated 4.0 mm hexagonal screwdriver (part # 314.05, lot # 4700447, mfg # 23-feb-2003) was received at us cq with two cracks on the hexagonal distal tip of the device. The distal hexagonal tip also shows signs of wear. This is not consistent with the reported complaint condition of broken. Therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the inner diameter of the hexagonal shaft is within specification based on drawing.. Conclusion: the complaint condition is not confirmed as the cannulated 4.0 mm hexagonal screwdriver (part # 314.05, lot # 4700447) was received with two cracks on the hexagonal distal tip of the device without the device breaking. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during a routine inspection at the field stocking location (fsl), the cannulated hexagonal screwdriver was found to be broken. The part was removed from the loaner set. There was no patient involvement. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).